Manufacturer narrative:
(B)(4). The device has been requested to be sent for eval from the user facility to (B)(4). A f/u report will be provided when the inspection results become available.

Event description:
(B)(4).